Event description:
A health care provider (hcp) reported the patient's system was removed due to infection. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.